Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device on the leg. Symptoms reported include inflammation, irritation and an abscess. The patient visited their physician on two occasions. The first visit was on (B)(6) 2024 where they were prescribed flucloxacillin for the redness and inflammation. The second visit was on (B)(6) 2024 as an abscess had formed and the infection worsened. The patient was given intravenous flucloxacillin and debridement of the abscess. The patient was also prescribed oral antibiotics (name not provided).